Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that ok button was unresponsive, and there was a tear in the rubber above the up button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/06/2013 with the following findings: the keypad cover was found to be torn near the side of the up button. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive; the contrast keypad button responded appropriately. A leak test was performed which revealed a keypad leak. The keypad was removed and evidence of contamination was present under all key contacts. The pump case was opened and there was no further evidence of moisture found inside the pump. Unrelated to the complaint, evaluation revealed a dim/faded and discolored display screen text. A test display screen was inserted and found to function properly with no visible signs of fading or discoloration of text.